Event description:
It was reported that approximately 30% of a vascular stent had deployed when the trigger became non-responsive. The handle was opened and the stent was manually deployed by pulling on the wire. The stent was not deployed at the intended treatment site. The procedure was not completed and the pt will undergo bypass surgery.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.